Event description:
The customer, a biomedical engineer, contacted physio-control to report that the only button on the main keypad assembly of their device that worked was the on/off button. All other buttons, including, but not limited to, the analyze, charge and shock buttons would not respond when pressed. As a result, defibrillation therapy was not possible, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance. The customer has advised that he will replace the interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit will be placed back into service for use. The device has not been returned to physio-control for evaluation.